Event description:
It was reported that the customer had an a47 alarm on the insulin pump. The customer's blood glucose level was 111 mg/dl. The customer stated that the insulin pump was not stored without a battery or a dead battery for an extended period of time. The customer stated that the alarm occured during normal use. The customer was advised that the insulin pump may give an a47 alarm during normal use. The customer will monitor the insulin pump and call back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.